Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and coronary artery disease (cad), hyperlipidemia (hld). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, five (5) months due to degeneration with pannus, worsening aneurysm. The patient presented with shortness of breath and chest pain. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. The patient was taken to recovery in stable condition post procedure. Per pathology report, explanted aortic valve consisted of intact cusps, mobile without calcification or tears. Mild amount of tissue overgrowth on sewing ring noted. Final diagnosis was reactive and degenerative changes.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 type of investigation.

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, five (5) months due to degeneration, mild to moderate ai, calcification, pannus, large aortic root aneurysm. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. Per medical records, the patient presented with shortness of breath and chest pain. Preoperative tee showed mild calcified av, mild to moderate ai, with large aortic root aneurysm. The patient underwent redo-avr and biobentall procedure with hemiarch replacement using 34mm hemashield graft, CABG, and laa clipping. Intraoperatively, the native aortic valve was inspected and noted to be burden with pannus. The 25mm 3300tfx was explanted and replaced with a 23mm 11060a valved conduit. The patient was brought to ICU in critical but stable condition. Per pathology report, explanted aortic valve consisted of intact cusps, mobile without calcification or tears. Mild amount of tissue overgrowth on sewing ring noted. Final diagnosis was reactive and degenerative changes.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, five (5) months due to unknown reason. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. The implantation data card indicated that the patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.